Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to no longer inflating. In surgery the doctor was able to get the device to work. They decided to check the tubing and the reservoir to see if there was a tubing kink or problem with the reservoir. The cylinders and pump were retained. No other adverse patient effects were reported.

Event description:
Additional information received on 11/14/2022: the implant would not inflate. In surgery they were able to get it to work. They decided to check the tubing and the reservoir to see if there was a tubing kink or problem with the reservoir. They removed the reservoir and decided to replace it with a sterile hydrophilic coated reservoir that they soaked in antimicrobial solution.